Event description:
There was no patient involved in this event. This device malfunctioned because the device was depleting pad-paks. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 13th april 2010 and operated successfully until (B)(4) 2011. There are significant voltage fluctuations recorded after this date. The problem with the device was attributed to faulty pogo-pins which were the cause of an inconsistent power supply being supplied to the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.